Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a thrombectomy procedure in the middle cerebral artery (mca) using a penumbra system ace 68 high flow kit. During the procedure, the physician experienced resistance while advancing the penumbra system ace 68 reperfusion catheter (ace68) into a non-penumbra sheath and reported that there was no reverse flow through the ace68. Therefore, the ace68 was removed. After removal from the patient, the physician inspected the ace68 and no kink was found. The procedure was completed using another ace68. There was no report of an adverse effect to the patient.